Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump buttons were not working and unresponsive. The customer blood glucose level was unknown. It was also reported that numbers were not ramped on their own and scroll bar was not moving with no input. It was reported that four button and center button was not working and back arrow sometimes will work and sometimes will not. It also stated that only menu buttons was working properly. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received no button response. Problem isolated to the electronic assembly noted.